Manufacturer narrative:
The reported events were noise and lead fracture. As received, a complete lead was returned in one piece. The reported event of noise was confirmed. Visual inspection of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The reported event of lead fracture was not confirmed. X-ray examination and electrical testing did not find any indication of conductor fractures.

Event description:
Related manufacturer reference number: 2017865-2024-71996. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise and fracture on the right ventricular (rv) lead and the atrial (ra) lead. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.